Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a shaft fracture occurred. The 70% stenosed, mildly calcified, eccentric and de novo 12mm lesion was located in the 3.5 mm, non-tortuous proximal right coronary artery (rca). Access was obtained via the right femoral artery and an unspecified guide catheter and guide wire were placed. An unspecified stent was placed and the quantum maverick 4.0mm x 12mm balloon catheter was advanced for post-dilatation, however, the balloon was unable to be inflated and it was noted that blood was returning through the lumen of the device. Upon attempting to withdraw the device, the shaft broke leaving the balloon in the rca but remaining on the guide wire. The physician advanced an unspecified guide wire beyond the balloon in an attempt to lock it, thereby forming a loop with the guide wire containing the balloon, however, this was unsuccessful. The physician advanced an unspecified stent delivery system beyond the detached balloon and, upon withdrawing the stent delivery system, was able to drag the detached balloon into the guide catheter allowing the remaining shaft, detached balloon, and guide catheter to be removed as a unit. It was noted that a total of 5 stents were implanted during this procedure, however, the location of implant for each stent and when they were implanted in relation to the shaft break is unknown. The procedure was not completed due to another reason, however, the reason is unknown. The pt's status is reported as "stable".

Manufacturer narrative:
.